Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2017 a recurring no delivery alarm of the insulin pump. Under delivery of insulin constantly being provided. Blood glucose level at the time of the incident was 360 mg/dl. Customer reported high blood glucose level and treated with manual injection insulin pen. Customer states they changed the infusion sets and reservoirs multiple times but couldn't fix the issue. Trouble shooting occurred but issue remains unsolved. Product will be returned for analysis.

Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.